Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred through the luer of the balloon catheter. The balloon catheter was removed from the patient along with the mapping catheter. The tip of the mapping catheter was nearly broken. The case was switched and completed with radiofrequency. No patient complications have been reported as a result of this event.